Event description:
Nurse reported that she was observing a surgery procedure. During surgery, the surgeon noted that an insulated part of the needle did not disappear completely in the adapter. Allegedly, this circumstance led to lesions (4cm) on the pt's skin. According to the surgeon, it was a third-degree burn. The surgeon had to remove the burned skin.

Manufacturer narrative:
Actual device is not available to stryker. Evaluation will be conducted and reported in follow up.